Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient was seen for reprogramming and it was noticed there was high impedance on one electrode. We were able to get good coverage for his pain pattern. Electrode didn¿t show red but the number was 40000 ohms on the impedance check. Impedance check was performed s. Reprogram the stimulator.

Event description:
Additional information was received from the manufacturer representative (rep) stating patient was seen today because he stated that he was unable to increase stimulation on the programs he was using. He said that he no longer felt the stimulation on the program he was using the most. When they met today the rep performed an impedance check and found all but one electrode on the 0-7 lead were showing 40000 ohms and showing that they were "open." They were able to get some coverage over the area where he wants the stimulation the most. The patient was instructed to test out the new programs and see how they feel. The physician was notified of the impedance issues. They are going to continue to work with the patient and will update as more information is available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient was seen today because his device was hitting oor and he was unable to increase programs. He stated that he had a nasty fall several weeks ago (unsure exact date). Impedance test showed there were high impedances on several electrodes on the lead he was using. A connectivity test showed that 6 out of 8 electrodes were improperly connected, however rep was able to use some of the electrodes that showed poor connectivity. It should also be noted that the impedance measurement was different when tested in sitting to being tested in standing. Rep was able to get coverage of painful areas today and patient was very happy.